Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: otolaryngology¿head and neck surgery. 2014; 151(6): 939 944. (B)(4)-taboada-suarez 2014.pdf].

Event description:
It was reported via journal article title: correction of protruding ears (weerda grade I deformity) using knotless bidirectional barbed absorbable sutures authors: antonio taboada-suarez, md, phd, beatriz brea-garcia, md, ivan couto-gonzalez, md, and jose luis vila-moriente, md, phd doi: 10.1177/0194599814551541. Citation: otolaryngology¿head and neck surgery. 2014; 151(6): 939 944. The objective of this comparative study was to introduce a variant of the furnas technique using a knotless bidirectional barbed absorbable suture for the correction of weerda grade I prominent ears. A total of 48 patients (34 males and 14 females; age range 15 to 23 years old) with prominent ears underwent otoplasty either by the technique described by furnas (group 1; n-25) or otoplasty by this modified technique using knotless bi-directional barbed absorbable sutures (group 2; n-23). During the surgical procedure in group 1, the authors proceeded to 3 single suture stitches (1 central, another in the upper segment, and another in the lower segment) with prolene 3-0 sutures between the mastoid periosteum and the conchal perichondrium. In group 1, reported complications included hematoma (n-1); bleeding (n-2); granuloma/extrusion (n-3); unilateral recurrence (n-2), bilateral recurrence (n-2), and asymmetry (n-3) which required re-operation for corrective purposes; and hypertrophic scar/keloid (n-3). It was concluded that the use of knotless bidirectional barbed absorbable sutures in the furnas technique is simple and fast and presents few complications. The major advantages that we obtained with the use of this technique were the absence of discomfort caused by the type of suture and the fact that no reoperation was required to correct relapses.